Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. All conductors had blood/body fluid (not obstructed). Evaluation summary (B)(4) no anomalies found (B)(4) full lead.

Event description:
It was reported that at implant attempt the left ventricular lead was attempted to be used but was determined to be an incorrect length for the patient. Lead was removed and replaced. No patient complications have been reported as a result of this event.